Event description:
Bnn.

Manufacturer narrative:
H3 other text : the device has not been returned to the manufacturer for analysis.

Event description:
The manufacturer was contacted regarding the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging that the patient has new or worsening asthma, kidney disease/toxicity, and eventually passed away. No medical intervention was specified. The manufacturer was made aware of this information through the customer¿s legal representative. Due to potential litigation surrounding this case, no further investigation or follow-up can be carried out. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
In the previous report, box b: describe event or problem was omitted - it has been corrected in this report. Additionally, box h: device manufactures - type of reported complaint was labeled as "serious injury." The correct selection should have been "death." It has been corrected in this report. Finally, "not applicable" was selected for "date of death." No information should have been chosen and it has been corrected on this report.

Manufacturer narrative:
The manufacturer was contacted regarding the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging that the patient has new or worsening asthma, kidney disease/toxicity, and eventually passed away. No medical intervention was specified. The manufacturer was made aware of this information through the customer¿s legal representative. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. During the evaluation, dust contamination was observed. There was 32 error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and there were no visible foam degradation and unit got corrected. Section-h has been updated.